Manufacturer narrative:
On february 28, 2024, mentor received additional information regarding the patient's diagnosis. It was reported in the patient's preoperative report that the patient experienced breast ptosis. It was also reported that the rupture occurred on the patient's left side; not the right side. Code a0412 (material rupture) had been removed from section h6-medical device problem code to document this information. Please see manufacturer's report number 1645337-2024-02457 for the contralateral side. Reason for device explant and/or reoperation: breast ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 66-year-old caucasian female patient underwent a primary breast augmentation with two unspecified smooth gel breast prostheses and experienced capsular contracture (baker grade 4) on the left side and a rupture on the right side post-operatively, which was diagnosed during surgery. As a result, the patient underwent explantation on (B)(6) 2024, and replaced with 370cc mentor memorygel boost breast implants (serial number (B)(6) on the left and (B)(6) on the right). This report is for the right side device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).